Manufacturer narrative:
Updated patient ID: (B)(6). Event updated.

Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was implanted during a pelvic floor repair on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced urge incontinence and on (B)(6) 2016, the patient experienced pelvic pain. She was treated with an unidentified inpatient surgical intervention on (B)(6) 2016 and the event was resolved on the same date. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.